Event description:
Related manufacturer reference number: 2017865-2023-11968. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon examination, it was noted that the impedance was out of range on the right ventricular (rv) lead and there was premature decline in the battery life on the implantable cardioverter defibrillator (ICD). The ICD and the rv lead were explanted and replaced on (B)(6) feb 2023. The patient was in stable condition.